Manufacturer narrative:
The technician investigated and found the bed exit functions as designed, possible user error. Per the hill-rom user manual: zeroing the scale: the bed must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before zeroing. To activate: press the enable control; press and hold the zero control until 00.0 is shown (hold will be displayed until 00.0 is displayed), and then release the control. Note: after releasing the zero control, the scale display will show "calc." Do not touch the bed until the display stops flashing "calc" and shows "0.0." The maximum displayed weight of 500 lb (227 kg) will be reduced if more than 20 lb (9 kg) of equipment is zeroed on the bed. If 50 lb (22.7 kg) is on the bed when zeroed, the maximum displayed weight will be 450 lb (204.1 kg). The scale display will blink the bed weight when the maximum weight is exceeded. No repair needed the bed functions as designed. Based on this information, no further action is required.

Event description:
The account reported the bed has no audible alarm for bed exit. The bed was located in the med surge department at the facility. There was no patient/user injury reported. (B)(4).